Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose level of 474 mg/dl. There was no medical intervention for the high blood glucose levels. The customer also reported a broken clip. The insulin pump will not be returned. No further information was reported.